Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
The date received by manufacturer has been used for this field. The initial reporter also notified the FDA. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: unknown batch#: unknown. It was reported that the bd set component was damaged. The following information was provided by the initial reporter: it was reported by the customer that the alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm." Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention. Verbatim: rcc received a complaint via email. Email(s) attached. Disposable pr (B)(4) received a copy of the customer's medwatch report from FDA which states, ¿the alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm." Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention.